Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed thyroid stimulating hormone (tsh) results while using architect tsh reagents. The following data was provided. Initial (tested (B)(6) 2018) 1.8 uiu/ml. Repeat at another facility on (B)(6) 2018 was higher, 4.13 uiu/ml. However, the method used at the other facility was not provided. The customer stated the tsh fluctuation was attributed to the clinical condition of the patient and medication taken by the patient. The medication type, dosage, and frequency taken by the patient was not provided and the clinical condition of the patient was not provided. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel and controls were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.